Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 299 mg/dl and ketones considered dangerous. Customer's alleged that the pump was not delivering enough insulin causing bg. A system check was performed insulin drips were not consistently observed to be flowing out of the infusion set tubing. Reportedly, the customer continued to use the pump for insulin therapy.